Manufacturer narrative:
This patient's proclivity for bleeding was demonstrated multiple times prior to urolift system procedure. Anticoagulation medications contributed to the patient's post-operative bleeding. Blood loss and associated hypovolemia may have contributed to the st elevated myocardial infarction and subsequent cardiac arrest. If additional information is received, a follow-up report will be submitted.

Event description:
The patient was a (B)(6) male with a history of chronic atrial fibrillation with pacemaker, mitral valve replacement, bacterial endocarditis, hypertension, hyperlipidemia, and transient ischemic attack. He was experiencing progressive lower urinary tract symptoms, had failed medical therapy, and sought definitive treatment, which was determined to be the urolift system. The patient discontinued his daily warfarin anticoagulation and was being bridged with enoxaparin in preparation for the urolift procedure. The patient was treated with the urolift system on (B)(6) 2017. The device performed as intended and no bleeding was noted after the procedure. The patient was discharged without a catheter and restarted warfarin anti-coagulation. On (B)(6) 2017, while on both warfarin and enoxaparin, the patient was admitted to the hospital for retroperitoneal bleeding, hematuria and clot retention. As noted in the medical history, the patient has had recurrent retroperitoneal bleeds prior to having the urolift system procedure. A CT scan showed a moderate amount of retroperitoneal hemorrhage. The patient was admitted to the ICU due to hypovolemic shock and anticoagulation was withheld. Creatinine levels suggested acute kidney injury (3.3 mg/dl from baseline of 1.1 mg/dl). He was given IV fluids and 2 units of packed red blood cells. On (B)(6) 2017, the patient's hemoglobin and CT scan appeared stable. A heparin drip without bolus was initiated. Hemoglobin dropped to 7.9 g/dl and the patient received another 2 units of packed blood cells. Hemoglobin level stabilized and was last recorded at 8.8 g/dl. On (B)(6) 2017, the cardiac monitor rhythm indicated st elevation. The patient expired due to cardiac arrest at 4:31 am.